Event description:
The customer initially called to report low battery life. The customer then reported that she was hospitalized due to low blood glucose levels and a seizure. Troubleshooting was performed, and the customer's priming technique is correct. The programming was not reviewed as the customer's basal rates had just been changed. The reservoir volume was accurate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.